Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation and inspection found screen turned black with no image . Based on the results of the investigation, the reported issue was confirmed and found to be due to damage on the plug unit. A definitive root cause of damage plug unit cannot be conclusively identified. Probable cause could be due to physical stress, wear problem, damage or deterioration of parts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the broncovideoscope had no image. There were no reports of patient harm.